Event description:
It was reported that the patient's heart rate is pacing higher than the device is programmed. It was also noted the patient does not tolerate pacing above the lower rate and is complaining of headaches. Follow up was conducted and the patient has not been seen. The device is still in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.